Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the quantity of devices involved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify how many devices presented the issue? Did all of the devices have contact with the patient? Investigation summary: it was reported that the suture disconnects from the needle at the tip. Unopened samples of product code vcp426, lot # qg2abr were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent a breast reduction procedure in (B)(6) 2020 and suture was used. During the procedure, the suture disconnected from the needle at the tip. Opened up another box to complete case. No patient complications. Additional information was requested.